Event description:
It was reported that bd phaseal¿ optima protector (p20-o) injector snapped off. This occurred on 5 occasions. The other incidents are captured on related complaints. The following information was provided by the initial reporter: material no: 515064 batch no: 1807704. It was reported that the injector is snapping off while injecting air or diluent into vial unit event description per email states, injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe. I was able to rein-service the team about how to brace and maintain a straight forward method when needing to exert additional force when injecting into protectors or any other components.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807704, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three protectors from the same lot were used for additional evaluation. Product was visually inspected and no defects were observed. The samples were successfully connected to a syringe and tested functionally using an injector and vial, no issues were identified. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality of the device. Based on the available information, we are not able to determine a root cause at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ drug vial access device injector snapped off. This occurred on 5 occasions. The other incidents are captured on related complaints. The following information was provided by the initial reporter: material no: 515064, batch no: 1807704. It was reported that the injector is snapping off while injecting air or diluent into vial unit. Event description per email states, injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe. I was able to rein-service the team about how to brace and maintain a straight forward method when needing to exert additional force when injecting into protectors or any other components.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that bd phaseal¿ optima protector (p20-o) injector snapped off. This occurred on 5 occasions. The other incidents are captured on related complaints. The following information was provided by the initial reporter: material no: 515064 batch no: 1807704. It was reported that the injector is snapping off while injecting air or diluent into vial unit event description per email states, injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe. I was able to rein-service the team about how to brace and maintain a straight forward method when needing to exert additional force when injecting into protectors or any other components. D.1. Medical device brand name: bd phaseal¿ optima protector (p20-o). D.2. Medical device type: onb. D.2. Common device name: intravascular administration set. G.5. PMA/510(k)#: k181221.

Event description:
It was reported that bd phaseal¿ optima protector (p20-o) injector snapped off. This occurred on 5 occasions. The other incidents are captured on related complaints. The following information was provided by the initial reporter: material no: 515064 batch no: 1807704. It was reported that the injector is snapping off while injecting air or diluent into vial unit. Event description per email states, injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe. I was able to rein-service the team about how to brace and maintain a straight forward method when needing to exert additional force when injecting into protectors or any other components.